Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that an 840 ventilator had failed the circuit pressure test portion of the extended self test (est). The ventilator was not in use on a patient at the time of the event. The device was/was not available for evaluation. The service personnel (sp) inspected the ventilator and confirmed the reported issue. Observed failure in est circuit pressure test error code displayed. Unit was also reported to fail background check. Cross-checked replaced the inspiratory pcb (printed circuit board) assembly. The device passed all required functional tests and calibrations at the time of service and was returned to the customer. One inspiratory pcb was returned to medtronic for further analysis. The returned component, failed post (power on self test) with error codes when rebooted. The fault was isolated to the reference designator u1. The reported issue due to faulty inspiratory pcb was confirmed. The analysis concluded that the reference designator u1 in the inspiratory pcb was faulty which may lead to loss to ventilation if fault would occur while in use on a patient. The cause of the reported event was isolated to the faulty reference designator u1 in the inspiratory pcb assembly. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had failed the circuit pressure test portion of the extended self test (est). The ventilator was not in use on a patient at the time of the event.